Event description:
Customer reported when the nurse call option is in use, it does not send a signal to the nurse's station found during set up. Customer did not provide the date of event. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned alarm confirmed the reported issue. The alarm does not send a signal to activate the red led at the nurse call test fixture when weight is removed from the sensor pad. The alarm does not go into voice and mute mode when the nurse call cable is inserted into the nurse call receptacle therefore, the voice and mute modes cannot be tested. The screws are undone and there is a gap in between the enclosures which is evidence that the alarm case has been opened. Evaluation shows the product has been modified and has been in service for over two years. (B)(4).